Event description:
A female pt with a history of coronary artery disease and known bilateral carotid artery stenoses, was admitted for carotid angiography. She was asymptomatic at the time of admission with a stroke scale score of 0. Angiography revealed an 85% stenosis in the right internal carotid artery (rica). There was mild, circumferential calcification noted and the target site was ulcerated. The vessel was tortuous with 2 or more acute (90-degree) bends within 5mm of the target site. An angioguard device with a 6mm basket was advanced beyond the target site and was deployed without difficulty. The target was predilated. An 8.0 x 40mm precise stent was deployed at the target without complication. The stent was post dilated. During post dilation, the pt experienced a sudden onset of left hetaxia and hemiparesis. There was no debris in the basket noted after removal. Treatment and resolution of the symptoms are not known at this time. The pt was discharged from the hospital 10 days post index procedure with no additional adverse events reported. Stroke scale score at discharge was 2.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report#: 1016427-2009-00091.